Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the hospital with an external ventricular drain. It was stated their cap broke in the morning.

Manufacturer narrative:
Device information updated the returned product was patent. The cap at the needleless injection site was found to be missing and did not meet the requirements for leak testing. It is unknown how or when this damage occurred. All edms devices are 100% leak tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the nurse practitioner was using the proximal cap on the device on (B)(6) 2018. The c ap/cerebrospinal fluid port was scrubbed with chloraprep and swabbed 3 times per their hospital protocol. A luer lock syringe was screwed onto the proximal cap and 10ml of cerebrospinal fluid was removed from the proximal system. When the syringe was unscrewed to put a new syringe on the white end of the spring loaded cap broke off of the system. It was noted that this was their third cerebrospinal fluid draw on this patient with the system, and the patient has a very viscous cerebrospinal fluid. No harm occurred to the patient. The system was removed and a new system was connected to the existing bactiseal catheter in sterile fashion.